Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen on the subject pump was recently dim and difficult to read. With a replacement battery, adjustment to the contrast setting, and removal of the lens film the patient still had difficulty viewing the screen. The display issue occurred all at once. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump will be sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly.